Manufacturer narrative:
(B)(4). The endoscope will be evaluated by pentax medical. Once evaluation is completed the device will be repaired and returned to the customer or loaner inventory as applicable. Model ec-3890li (B)(4) has been routinely serviced at a pentax facility since the device was put into service. On 03-feb-2022, a device history record(DHR) review for model ec-3890li (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the (B)(4) facility on 17-jan-2013 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 18-jan-2013. The investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint that occurred in the united states. The customer reported up/ down angulation broken involving pentax medical video colonoscope, model ec-3890li (B)(4). The event timing and location are unknown. No death or serious injury was reported.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the light guide cable buckled. Based on the result, we concluded that it was caused due to the excessive force applied on the light guide cable. In addition, we confirmed that the nozzle gluing discolored, the bending rubber gluing poor finish, and the down pulley wire worn out. Correction information: g6: follow up #1. H2: type of follow up. H6: coding changed based on the investigation result. Additional information: h4: device manufacture date.